Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a hospitalization due to low blood glucose. The customer declined troubleshooting for low blood glucose. The blood glucose reading at the time of admission was 40 mg/dl. The customer reported that he was sleeping when the blood glucose went low and someone found him. The customer was not sure of what caused the low blood glucose.